Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent noise. Health care professional (hcp) suspected atrial lead fracture for some time. In addition, the patient also experienced palpitations. A lead revision was performed, and the lead was surgically abandoned. No additional adverse patient effects were reported.